Manufacturer narrative:
According to the conformable gore® tag® thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require reintervention may include, but are not limited to, migration and endoleak.

Event description:
On (B)(6) 2019, this patient underwent an emergency endovascular treatment for rupture of thoracic descending aneurysm using conformable gore® tag® thoracic stent graft with active control system. After device deployment, it moved proximally approximately 5 mm. Since no endoleak was detected, the procedure was completed. On an unknown date in (B)(6) 2020, follow-up CT revealed a distal type I endoleak. No further migration nor aneurysm enlargement was reported. On (B)(6) 2020, a reintervention took place whereby an additional device was implanted distally. The endoleak was resolved. It was reported that the cause of the device migration and endoleak was due to the aorta angulation and reversed-taper shape with a large aneurysm.